Event description:
This is a report of a home patient (hp) who noticed they were missing a cap on their patient line which occurred while the patient was setting up the homechoice for peritoneal dialysis. The patient was advised to use a new cassette for therapy and to save the cassette for evaluation. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found the cap to be missing off the patient line. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported issue was confirmed. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the sample has been made. Should the sample be received by baxter for evaluation, a follow-up report will be filed upon completion of the evaluation or if any additional information becomes available.